Event description:
Event description cpi received information that this ventak p implantable cardioverter defibrillator (ICD) exhibited unusual readings when interrogated (mode=?? And rate =??), and when turned on with a magnet, the ICD delivered an inappropriate shock. After shock delivery, the ICD was re-interrogated and found to be in inactive mode. Cpi later learned that the ICD was replaced two days after the initial report of information due to 'battery eri reached.'